Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to an insulin flow block alarm, also the customer possible under-delivery anomaly. The customer reported a blood glucose value of 473 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880, mmt-332a, mmt-399a. Troubleshooting was performed for high blood glucose, and the customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was not performed. The customer reported a past insulin flow blocked alarm event, and the issue was resolved. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08755 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 28-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the sap note event date of 19-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. On the ss event date of 28-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 173500 (17.35 u) and dailytotalofbolusinsulindelivered = 343000 (34.3 u) which is equal to the dailytotalofallinsulindelivered = 516500 (51.65 u). All bolus/basal were delivered in auto mode/manual mode. On the sap note event date of 19-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 174000 (17.4 u) and dailytotalofbolusinsulindelivered = 348500 (34.85 u) which is equal to the dailytotalofallinsulindelivered = 522500 (52.25 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the ss event date of 28-mar-2025 and sap note event date of 19-mar-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 17-mar-2025, 19-mar-2025 and 21-mar-2025 during bolus deliveries. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.82 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a broken battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.